Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples did not close the wound properly because they got stuck or the staples did not come out of the stapler. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73l1600055 was manufactured on 11/07/2016 a total of 9,000 pieces. Lot was released on 11/09/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The stapler was returned with its lid stock. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears typical. The staples appeared to be properly aligned. No defects or anomalies were observed. The stapler was received with 38 staples left in the cartridge. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated with the same result. However, the third staple was unable to properly form. The staples became misaligned at this time. Another attempt was made and the next staple was also unable to properly other remarks: form. At this time, the staples became realigned. The remaining staples were all able to properly form and release. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The misalignment of the staples prevented two of the staples from properly forming. It could not be determined what caused the staples to misalign and then realign again during functional inspection. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to briefly misalign and prevent two staples from properly forming. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "the staples did not close properly" was confirmed based upon the sample received. Upon functional inspection, two staples were unable to properly form as a result of the staples becoming misaligned. However, the staples were able to properly realign themselves and no other issues were found. It could not be determined what caused the staples to temporarily become misaligned. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples did not close the wound properly because they got stuck or the staples did not come out of the stapler. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73k1600453 was manufactured on 10/17/2016 a total of 5,340 pieces. Lot was released on 10/18/2016 DHR investigation did not show issues related to complaint.

Event description:
The staples did not close the wound properly because they got stuck or the staples did not come out of the stapler. There was no patient injury.